Event description:
It was reported that a right ventricular (rv) lead had a series of issues that affected its performance. Technical services (ts) was consulted about using the previously implanted left ventricular (lv) lead for sensing if it was plugged into the rv lead port instead. Ts discussed how this would affecting the timing and sensing for the device. Device therapy delivery was turned off as the patient is under hospice care. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.